Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 150 to 170 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 150 to 170 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.